Event description:
Surgeon attempted to insert a cq2015 collamer three-piece lens and one haptic tore while advancing through the cartridge. There was no pt contact or injury.

Manufacturer narrative:
Visual inspection of the returned product found a portion of one haptic torn off. There was evidence of clear surgical residue. Conclusion: based on the complaint hisrtory and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.